Event description:
It was reported during the procedure when the subject stent was placed to cover the aneurysm neck, during the deployment only part of the subject stent was advanced out of the catheter to cover the neck and the other half remained in the catheter. After several tries the stent was not able to be deployed completely so the operator withdrew the subject stent and microcatheter. The devices were replaced and the procedure was completed successfully with no clinical consequences to the patient.

Event description:
It was reported during the procedure when the subject stent was placed to cover the aneurysm neck, during the deployment only part of the subject stent was advanced out of the catheter to cover the neck and the other half remained in the catheter. After several tries the stent was not able to be deployed completely so the operator withdrew the subject stent and microcatheter. The devices were replaced and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated d4 expiration date - added d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated c2/d10 concomitant products grid - added due to the automated (manufacturing execution system) mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The stent was returned having been deployed. The stent was deformed with frayed edges at both ends and one side was not fully opened with the wire mesh compressed. The stent delivery wire (sdw) and stent introducer sheath were not returned. Functional testing was not performed due to the condition of the returned stent. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous and may have contributed to the reported event. A catheter was used to deploy the stent. The catheter was replaced as the stent got stuck in microcatheter so withdrew them out together. There is no allegation of defect with catheter. Product analysis found the stent was returned having been deployed. The stent was deformed with frayed edges at both ends and one side was not fully opened with the wire mesh compressed. The damage to the stent indicates it encountered a force during use. An assignable cause of procedural factors will be assigned to the as reported event of stent partial deployment and to the analyzed event of stent deployed prematurely during retraction/re-sheathing, stent deformed and stent failed/unable to open (when not implanted) as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use.